Event description:
It was reported the patient's ipg became inoperable due to not charging it for about 6 months. Subsequently, surgical intervention was taken to explant and replace the ipg with a different model which resolved the issue. Reportedly, effective stimulation was restored postoperatively.

Manufacturer narrative:
(B)(4). Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.